Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis testing. The complaint was confirmed based on the field evaluation. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause cannot be determined. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings). At this time, the complaint investigation has been completed and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that they encountered error 23062 on the universal surgical manipulator (usm)2. The tse reviewed the system error logs, and confirmed the occurrence of the error. The tse advised the user to perform a hard power cycle on the system; however, the user had already done so with no change in the issue. The user disabled the usm2 and continued with the procedure using the remaining usms. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, the 23062 error was found indicating a motor mod fault on the usm carriage, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component did not function as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where sine cycle and carriage friction test was found to be failing on the carriage rotor. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to a fault of the rolling loop assembly within the affected usm.

Event description:
Refer to h11 for follow-up information.